Manufacturer narrative:
Final analysis found a partial lead was returned in two pieces. External insulation abrasion exposing the outer coil was noted at 5.6 to 6.2 cm from the connector pin. A second external insulation abrasion exposing the outer coil was noted at 55.7 to 56.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. These damages confirmed the complaints of noise reversion, mode switching and insulation abrasion reported from the field.

Event description:
It was reported that during device change out procedure, upon opening the pocket insulation abrasion was noted on the rv lead. The lead was explanted; no new lead was implanted. The patient is being monitored as the sterile field was violated due to the scrub techs gloves being broken while in the pocket.